Event description:
It is reported by the nurse of the hospital, that drilling in the proximal nail end run past the holes, although the nail is stuck in the nail adapter. Procedure was successfully completed by repeated freehand drilling.

Manufacturer narrative:
Review of the device history and inspection records revealed no discrepancies. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. Evaluation did not reveal any discrepancies in material or manufacturing. A functional test of the nail adapter and targeting arm t2 ankle was performed with sample instruments from a demo kit and two sample nails, t2 ankle arthrodesis nail 11x150mm, left (cat.# 18181115) as well as t2 ankle arthrodesis nail 12x200mm, right (cat.# 18191220) in order to reproduce the event reported: the drill passed the posterior calcaneus hole, the lateral calcaneus hole, the talus dynamic compression hole and the talus static hole as well as the tibia static hole and the tibia dynamic hole without any contact to each nail. The function of both devices was proved fully given. The functional test revealed that all nail holes were passed by the sample drill like specified; the reported issue was not reproducible. Potential miss-targeting can be caused by: deflection and/or twisting of the nail during insertion in case the user applied undue force for insertion. Deflection and/or twisting of the nail during insertion in case of inadequate preparation of the intramedullary canal. Loosening of the connection between nail adapter/nut. Wrong adjustment of the nail adapter (pin was inserted into wrong slot of the targeting arm). Not realized unintended loosening of the nut (will lead to release of the nail adapter and therefore to potential misalignment of nail and drill). No use of drill with center tip / unfavorable bone contour. Drilling without drill guiding sleeve. Using blunt or damaged drill. High forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. The operative technique describes in detail the pre-operative check and the correct handling during drilling. Because the returned devices were found fully functional the case is attributed to a deviation from surgical technique. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
It is reported by the nurse of the hospital, that drilling in the proximal nail end run past the holes, although the nail is stuck in the nail adapter. Procedure was successfully completed by repeated freehand drilling.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.